Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high glucose despite pump-delivered corrections after a same-day inset change; no moisture or leakage was observed, the removed cannula was not visibly bent, a full supply change was performed, and subsequent overnight corrections led to a low; replacement insets and connectors were provided. Symptoms included hyperglycemia followed by hypoglycemia and a headache. Outcomes included an unexpected need for medication in the form of oral glucose and a delay to therapy while troubleshooting. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and there was insufficient information to identify a device problem or a specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.